Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice¿ guidewire was advanced to cross the lesion. However, during the procedure, the physician noted that the wire was losing its coating and there was difficulty loading other devices such as stents over the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 0017707820 to 0018354805. Device expiration date corrected from 02/16/2017 to 08/30/2017. Device manufactured date corrected from 02/17/2015 to 08/31/2015. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for evaluation. The unit was returned with its original sealed pouch, overall visual revision did not identify any issue. As the device returned was in its original sealed pouch; therefore, product analysis was not performed since it is determined that this device have not been used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice¿ guidewire was advanced to cross the lesion. However, during the procedure, the physician noted that the wire was losing its coating and there was difficulty loading other devices such as stents over the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.